Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an acl reconstruction the vapr s90 4.0 mm w/integr hdp ea was connected to the generator and it did not cut and it did not coagulate. There was no alert code showed in the screen. The procedure was completed using another device. No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation revealed that the distal tip shows no signs of activation. However, dried saline is evident in the suction tube. Additionally, no signs of debris or any blockage is found in the suction tube. No anomalies or damage identified on the handle, cable or plug. The device was sent to the manufacturer for further evaluation. The manufacturer reported the following: the investigation substantiated the customer¿s claim that the device did not function. A break in continuity across the electrical crimp was discovered. During the functional tests no activation at the distal tip was observed on either ablate or coag mode. After a period of 3 minutes pressing the ablate foot pedal the device still would not activate. The continuity between the plug pin and distal tip was re-measured and found to have reduced but was still out specification. Capacitance measurements resulted in a recorded reading way outside that of the device specification. This resulted in the generator not recognising the device, with incorrect settings available for the device. The correct capacitance values were stamped onto the over moulded plug, but actual measured capacitance readings were found to be way outside device specification it can only be assumed that the incorrect capacitance reading is as a result of an incorrect or defective capacitor. However, due to the over moulded manufacture of the plug, encasing the capacitor, further deconstruction of the plug cannot be conducted. Furthermore, a DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Additionally, a CAPA investigation has identified the components used in the process are not compatible for this method of joining and further design activity is required to improve the robustness of the electrical connections. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).